Manufacturer narrative:
The device involved was received for evaluation. A follow-up will be submitted upon completion of the device's evaluation or if additional information is received.

Event description:
During service by a baxter technician, the device failed the accuracy test with underdelivery. Per the service shop, the hospital representative stated that they have no record of any pt incident involving the pump since the last baxter service event.